Event description:
Rptr states her left breast is very firm. The right one is much softer. When she massaged the right one it sounded as though it had popped and made a squishy sound like "jello coming out of a plastic baggie."